Manufacturer narrative:
Findings: unit received no button response due to corroded keypad traces. No button error alarm. Unable to perform basic occlusion, occlusion and excessive no delivery test due to no button response. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 250 mg/dl. The customer stated that he had his device in his pocket and it got wet from the rain storm , and then got an alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer has been on shots since the button error.